Event description:
It was reported that the valve was explanted because there was no resistance to fluid flow.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. It was within specifications for all pressure-flow tests, except the test performed at -50cm hydrostatic pressure at pressure level 1.5. Debris in the valve may interfere with the valve mechanism resulting in low pressure-flow results. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture.